Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00534. This report is being submitted as additional information. Approximate age of device - 1 year, 2 months. Device evaluation: the pump remains in use supporting the patient. Although the reported pump stop and low speed events were confirmed via the submitted log files, the cause could not be conclusively determined during the evaluation of the returned driveline. The submitted log file showed low speed advisories and pump stops that appeared consistent with a potential driveline issue based on previous complaint history. The approximately 19.5" segment of driveline replaced by technical service was returned for evaluation. Examination of the driveline found some shield breakdown at the terminus of the connector bend relief with some kinking of the wires underneath. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires found no insulation damage or wear. The driveline was submerged in a saline bath for high potential (hipot) testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. The heartmate ii lvas instructions for use (IFU) and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These documents outline all system controller alarms as well as how to respond. The hmii lvas IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that during interrogation of the lvad, the lvad clinician noticed low speed advisory and pump stoppage events on (B)(6) 2018, (B)(6) 2018 and (B)(6) 2018. The patient reported only seeing 1 red heart alarm on (B)(6) 2018, with one loud beep which quickly subsided. The patient was asymptomatic. On inspection of the driveline, a slight twisting was noted. The system controller was exchanged and an ungrounded cable was requested by the center. The center reported that after the system controller was exchanged, the alarms returned. On 19jan 2018, a percutaneous lead (driveline) replacement was performed by the technical service representative. Additional information: on (B)(6) 2018, it was reported the patient presented with low speed advisory alarms and power spikes while on the patient power cable. The alarms did not reoccur while the device was connected to batteries. The site requested a non-grounded cable. Submitted xrays were unremarkable. It was also reported the patient had multiple pump stoppages while using a shielded cable with manipulation of the driveline with dressing changes. Log file analysis confirmed the further pump stoppages, which appeared due to a percutaneous lead short to shield. The patient will remain on an unshielded cable. No additional information was provided.